Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy procedure, the patient experienced excessive bleeding from the ileocolic artery after the robotic portion of the procedure was completed. As a result, the procedure being converted to an open approach to control the bleeding. The surgeon believes the vse instrument did not adequately seal the vessel. At this time, the cause of the customer reported failure mode and operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the ileocolic artery started to bleed excessively one hour after it was sealed with a vessel sealer extend (vse) instrument. The reported complication ultimately resulted in the procedure being converted to an open approach. The patient's reported condition was stable. On 24-mar-2022, intuitive surgical, inc. (Isi) followed up with the operating surgeon and obtained the following additional information: the bleeding occurred when the robotic portion of the operation was already completed and while the or staff was in the process of removing the specimen. The bleeding was observed on the proximal side of the seal as the distal side of the transection was within the specimen. Two liters (l) of blood was lost and three units of packed red blood cells (prbc) were administered via blood transfusion. Interventions performed due to the reported event included emergency undocking, an exploratory laparotomy, and physical ligation of the vessel via conversion to an open approach. According to the surgeon, this reported complication¿s impact on the procedure as a whole was devastating. ¿if this had happened more than 5-10 min later she would have died without question.¿ the reported complication resulted in prolonged intubation, ICU admission, multiple transfusions, multiple additional days in the hospital, and discharge to a skilled nursing facility (snf). Post-operative complications were noted to be prolonged intubation and ICU admission. The surgeon reported that he believes that the vse instrument contributed to the reported event by failing to create an adequate seal and that the instrument would be returned for device evaluation. During the initial sealing of the vessel, no product functionality issues were noted. There was no delayed sealing, insufficient sealing, or errors during the initial sealing cycle. The vse instrument did work during the procedure and other completed seals remained intact. During the initial sealing of the ileocolic artery, the audible signal to indicate that sealing was in progress was heard by the surgeon, but the surgeon was unsure if the fast audible tones that indicate seal completion were generated/heard. The tissue effect was observed during the sealing cycle and every cut of tissue was fully sealed at the time of transaction. The ileocolic artery was reported to be less than 7mm in diameter and not under tension during the seal/cut process. There was no evidence of vessel calcification and the tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no contact with a clip, suture, staple, or another metal object when the sealing was performed. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. On 24-mar-2022, isi followed up with the initial reporter and obtained the following additional information: the vse instrument was used in conjunction with the erbe vio dv generator.

Manufacturer narrative:
On (B)(6) 2022, the following additional information was obtained: an intuitive surgical, inc. (Isi) advanced failure analyst (afa) engineer reviewed the vessel sealer extend (vse) logs and the following findings were found: there are no logs available for this procedure that show vse usage details. System logs show instances of error code 25920 that indicate erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe while sealing with a vessel sealer instrument.

Event description:
Refer to h10/h11 for follow-up information.